Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope had a fuzzy image. The issue was found during set up for an unspecified procedure. No harm reported.

Manufacturer narrative:
Fields updated: d9, h2, h3, h6, h11 the device was returned to olympus for inspection. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as electrical problems such as open circuit, short circuit, or signal loss, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope had a fuzzy image. The issue was found during set up for an unspecified procedure. No harm reported.